Event description:
It was reported, that a biolox delta cer head 36 12/14 was implanted on (B)(6) 2013 on the right side. The pt was revised due to infection on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The sterilization records were revised and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).